Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spin al pain. It was reported that the patient couldn¿t get their ins recharger (insr) to charge up their ins. The patient reported that they saw a poor communication/reposition antenna screen on the insr. The patient noted that they had last charged the ins about 3 months prior. The patient reported that they had been in a car accident and was having a lot of tests done and thus was told not to use their stimulator. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their ins won¿t charge anymore. They indicated that they turned off the ins for maybe 4-6 months for an MRI scan. The patient stated that 2 weeks ago they noticed that they could not turn their ins on. They confirmed that they have not been charging their implant for 4-5 months. The patient mentioned that they do not have a managing healthcare provider, thus physician listings were sent. The patient was to follow-up with a healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.